Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an alert for possible output circuit damage was confirmed in the laboratory. Analysis of the device found low hv lead impedance and identified an anomalous component within the hybrid circuitry. This would account for the output damage alert.

Event description:
It was reported that prior to implant procedure, the device was interrogated while in the box. Upon interrogation, an error message indicating possible output circuit damage was observed. The device was replaced.